Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer 3.2 had physically broken. A field service engineer fse found that the half height cubie drawer 3.2 slides were jamming making the drawer difficult to close. The device was troubleshot drawer 3 was replaced and the cabinet rails were adjusted. The unit was tested with hardware test application and verified to be operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 3.2 was physically broken and became stuck when pulled out, preventing it from fully extending. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.